Event description:
Customer reported a low battery alarm and a blank display. The blood glucose reading was 66 mg/dl. Customer treated with food. She reported that the insulin pump was cracked but that it had not been dropped or bumped or exposed to moisture. She stated that the battery cap contacts were not missing or damaged and that the battery compartment and spring were not damaged or corroded. She was advised to insert a new battery after cleaning the battery cap contacts and stated that the display did return. She then reported that the buttons were unresponsive. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces and functioned with normal operating currents. No unexpected low battery alarm, battery out limit alarm noted. The insulin pump was monitored and had no blank display noted. The insulin pump has minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.